Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in fill four of treatment. Upon removing the tubing set following treatment, fluid was found leaking into the cycler. The origin of the leak could not be identified. No tears or pinholes were identified on the cassette. Pt had no adverse effects. A companion sample of the same lot number is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.